Event description:
It was reported that during deployment of a vena cava filter, the last few legs of the filter became caught at the end of the delivery sheath. The filter deployment was able to be completed after additional manipulation of the filter; however, the filter became tilted in the ivc. The filter remains implanted in the patient. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information as well as a corrected date of event.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.